Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. Per failure analysis (fa): the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and no grip misalignment was observed. Electrical continuity and energy delivery tests were performed and passed. There were no sparks observed during in-house testing and no thermal damage to the conductor wire insulation was observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.096¿ - 0.164¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube was typically attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4). The fenestrated bipolar forceps had 8 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. Based on the additional information obtained from the customer, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument arced inside the patient during use with no evidence or claim of user mishandling or misuse. Although there was no report of patient harm, injury or adverse outcome, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument visibly sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made the follow up attempt to obtain additional information and it was confirmed that the forceps visibly sparked during the use, after being used for approximately 35 minutes. A monopolar curved scissors and a prograsp forceps were in use at the same time. The fenestrated bipolar forceps instrument was not in contact with another instrument, staples, or sutures at the time of the sparking. The tip was reportedly in contact with tissue when the spark was seen. The jaws of the instrument was noted to have bioburden on them while in use. No damage was noted when the instrument was instructed prior to use nor upon inspection after the event. The patient has not returned due to any post-surgical complications following the event.